Event description:
The customer contact reported that during testing between pt use at the user facility, sparks were noted inside the clear plug on the male end of the ac power cord after the ac power cord was plugged into the ac power outlet. It was reported that the sparks were noted when the ac power cord was twisted or pulled. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info know by the reporter upon query by hospira personnel. (B)(4).